Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent treatment of a type b dissection of the thoracic aorta with a gore® tag® thoracic endoprosthesis. During the implantation of the device, the left subclavian artery (lsa) was unintentional partially covered. The device was deployed a little bit more proximal than intended and covered the ostium of the lsa. However blood flow within the artery stayed intact. The patient tolerated the procedure and was discharged from the hospital on (B)(6) 2016. Reportedly the false lumen completely thrombosed after the patient had been treated.

Manufacturer narrative:
(B)(4). The conformable gore® tag® thoracic endoprosthesis instructions for use (IFU) states that potential device or procedure related adverse events include endoprosthesis-improper placement. The IFU also states that care should be taken not to cover the origin of any major arterial branches in the vicinity of the treatment area.